Manufacturer narrative:
Pump was received with motor error alarm during basic occlusion test and unable to prime at 2.5 lbs during prime/a33 test due to faulty fsr (tin). Unit had missing end cap sticker. Unit passed displacement test. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 190 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.